Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Per nurse "tip of broom dislodged into patient, physician had a difficult time removing it from the patient- more information needed-follow-up sent. (B)(4).

Manufacturer narrative:
Reference (B)(4). *investigation: x-initiated manufacturer's investigation, x-no sample returned, x-review DHR. *analysis and findings an evaluation of the complainant samples could not be conducted since they will not be returned. The two component parts, the brush head and the handle, are purchased from a supplier. The two parts are then assembled and packaged at coopersurgical. A review of two year complaint history shows no other complaints. The lot number could not be obtained by the customer. Three most recent lots sent to this customer were identified through a review of sales history. DHR's for these lot numbers (226704, 226706, 226707) did not show any abnormalities. As part of the process, 10 pieces approximately every 4 hours are measured for pull force: the force to remove the brush head from the handle. Review and analysis of the data for each lot number shows the process is capable (lot 226704 ppk=1.81, 226706 ppk=1.84, 226707 ppk=1.91). It is suspected the user may have mishandled and/or applied excessive force to the part during the procedure. *correction and/or corrective action no corrective action is required at this time. Will continue to monitor for trending. *was the complaint confirmed? No . *preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Per nurse "tip of broom dislodged into patient, physician had a difficult time removing it from the patient. Reference (B)(4).